Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report of leaking at luer connection could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported leak at the threads of the luer lock where it connects to the IV tubing. Chlorhexidine was used to clean caps with IV access. There was no report of pt harm or medical intervention. No further pt/event info is available.